Event description:
Wilie using overtube, it separated into (2) pieces, the longest piece (shaft) had to be retrieved manually by the physician. No change in pt's medical status and pt was sent home after procedure was completed.